Event description:
The treating physician's office reported that the patient suspects the battery has depleted, as she was recently experiencing an increase in seizures. The caregiver believes that the battery may need to be replaced. However, it was noted that the near end of service flag is not triggered. The physician requested a battery life calculation be performed. There has been no indication to date that any intervention has been taken or planned. Attempts for additional information from the physician's office have been unsuccessful to date.